Event description:
When I was somewhere where an unapproved medical device was required (more commonly known as a face mask), I began having a sore throat or mucus as a direct side effect of breathing through an unapproved medical device. The next day, when I was mostly outdoors, the symptoms disappeared. The emergency use authorization of unapproved cloth face coverings, which have been clearly proven both ineffective and harmful, must be ended on (B)(6) 2021, so that americans are no longer forced to use these harmful unapproved medical devices on our bodies. The cdc is in clear violation of 21 usc 360 bbb and osha 1910. FDA safety report ID # (B)(4).